Event description:
It was reported that during a stenting treatment procedure, the stent dislodged. During a procedure to treat the iliac bifurcation, the express-vascular ld, pmtd, 7.0x40x75cm stent dislodged from the balloon. Introduction was through the "controversial" right lateral left to dilate the stenosis. There was no establishment of a long introducer to protect the stent. Predilation was not performed. When the stent was at the crossover it had difficulty passing. The physician removed the device but during removal the stent dislodged. The stent was deployed and implanted into the patient by the intermediary of another stent in the left common iliac. No further patient complications were reported and the patient's status is fine. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).